Event description:
It was reported that during the implant procedure, the battery voltage measured less than 3.09v. The clinical specialist waited 15 minutes and reformed the capacitors and battery voltage was measured at 2.62v. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device was received sealed in the package. No anomalies were found.